Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the balloon was disengaged from the cannula. The protective sheath for the balloon was disengaged. The obturator and the insufflation bulb were not received. Functionally, the converter doors move freely and were secured in place. The flapper door when actuated opened and closed properly. It was reported that the balloon disengaged from the trocar or sleeve. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic retroperitoneal nephrectomy procedure, when applied at the beginning of the procedure, the balloon was inflated under laparoscopic vision with good effect, and the robotic endoscope was removed and the balloon deflated. However, at the end of the procedure, when pulling the port out, it disconnected from the plastic balloon, leaving the deflated balloon inside the patient. The surgeon had to insert the finger in the port incision to try and find the loose balloon, and the balloon part was retrieved by the surgeon by manually extracting it from the patient through the port site. To resolve the issue, the loose balloon was removed, and it was all intact. There was no patient injury.